Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/13/2024, it was reported by a sales representative via sems-(B)(4) that an abs-10060 angel centrifuge was not out putting the proper amounts of prp. The issue occurred with a few different kits with the same outcome of 20cc+ of prp.

Manufacturer narrative:
The complaint allegation of incorrect output is not confirmed due to the reported failure not being able to be replicated. One unpackaged abs-10060 serial number: (B)(6) was received for investigation. Visual evaluation of the returned device noted damage to the right corner of the returned device behind the pump motor. Functional testing results: damage was visible to the right corner of the unit behind the pump rotor, where the light sensor is housed. A light sensor calibration error was presented upon start up of the unit. A total of three power cycles were ran in an attempt to clear the error, with no success. Testing could not be completed. The most likely cause for the sensor calibration alarm can be attributed to misuse/mishandling due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.